Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent endovascular treatment for a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. The first ctag ac was deployed approximately 5 mm above the celiac artery, aligning the distal end of the device. Subsequently, the proximal end of the second device was positioned at t5, and attempt was made for the initial deployment by turning the handle. However, it did not deploy at all. Upon checking inside of the deployment line access hatch, the primary deployment line (line1) was found to be missing. The device was retrieved into the sheath and removed from the patient without resistance. The physician successfully implanted an alternative device (tgmr404010j) and the procedure was completed. The physician¿s comment: "I heard an unusual sound when I was turning the handle. I did not feel the resistance at all when pulling the fiber during deployment."

Manufacturer narrative:
H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and/or require intervention or additional intraoperative procedure time include but are not limited to: incomplete deployment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: incomplete deployment. Evaluation summary: the device evaluation showed the following: the fully constrained gore® tag® conformable thoracic stent graft with active control system (cmds) device was returned for evaluation. The primary deployment line (pdl) was identified to be broken near the proximal end of the endoprosthesis on the single stitch side. The primary deployment line that remained connected to the primary deployment knob measured approximately 112 cm. The observations of the device evaluation support the physician¿s report of the device not expanding to intermediate diameter following primary deployment. The device was not partially expanded. Primary deployment not completing is likely due to the primary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the primary deployment line breaking could not be confirmed with the currently available information. Based on this investigation, there is no evidence to suggest a manufacturing deficiency. Per md145952 rev. 28, no CAPA request is required. Events will continue to be monitored per md24024. Emdr section h6, codes b01, b13, b14, c070603, d12 and d15 updated to reflect results of investigation / product evaluation.